Event description:
Litigation alleges that patient experienced pain, discomfort, and soreness, which affected patients ability to walk, sleep, sit, and move. Additionally, it is alleged that patient has excessive levels of chromium and cobalt in the blood system. Update (B)(4) 2012 - medical records were received. The revision operative report indicated that the morse taper was significant corroded at the interface with the sleeve and head. Additionally, the stem was significantly retroverted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The report states: litigation alleges that patient experienced pain, discomfort, and soreness, which affected patients ability to walk, sleep, sit, and move. Additionally, it is alleged that patient has excessive levels of chromium and cobalt in the blood system. Doi: (B)(6) 2008 - dor: (B)(6) 2012 (right hip). Patient is a resident of (B)(6). Update: (B)(6) 2012 - medical records were received. The revision operative report indicated that the morse taper was significant corroded at the interface with the sleeve and head. Additionally, the stem was significantly retroverted. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.